Event description:
A healthcare practitioner (hcp) for a patient using v-go reported that the patient experienced a hypoglycemic episode and the v-go dispensed all the insulin in the reservoir. During follow-up, it was confirmed that the device is not available for return, and the lot number was unknown.

Manufacturer narrative:
Adverse event (ae) assessment: the ae assessor spoke with both the patient's hcp and the patient. Per the hcp, the patient uses the v-go 30 with 3 clicks with meals, a1c of 6.3% (test performed in the ER on (B)(6) 2025), usual blood glucose (bg) level unknown but was uncontrolled so he was started on ozempic in (B)(6) 2025 which was switched to mounjaro in (B)(6) 2025. On (B)(6) 2025, the patient started a new v-go 30 between 9-11pm. At approximately midnight the patient was woken up by his continuous glucose monitor alarm and he was perspiring. Emergency medical services (ems) was called and took the patient to the emergency room (ER). The patient's blood glucose was checked at 23 mg/dl and the patient was treated (treatment unknown). The v-go was removed at the ER and appeared to be empty of insulin. No further details were known from the hcp. Additional information was also received from the patient. Per the patient, the patients bg level is usually 60 to over 200 mg/dl; previously a1c was 9% now in ER 6.3%. His bg goal is 70-150 mg/dl. He has had hypoglycemia frequently recently with symptoms of perspiration, heavy tongue, and being sluggish. The patient put the v-go on before going to bed at 10pm on (B)(6) 2025. He was in a separate bedroom from his spouse. His continuous glucose monitor (cgm) vibrates and did not wake him up. When he woke up, he was perspiring and was aware he needed a source of sugar. He walked to the kitchen and fainted. His wife heard him and called 911. The patient woke up in the ambulance due to the rough ride. His blood sugar was 23 mg/dl. At the hospital an IV was started and his v-go was removed by the staff, and it looked empty. (The patient mentioned the hospital staff does not know about the v-go, so they do not want a patient to wear it.) The v-go was disposed of at the hospital. The patient underwent tests and was released on saturday, (B)(6) 2025. The patient reports he is fine and is on his way to work. His weighed has dropped from 250 to 240 lbs. Without his knowledge (he was weighed at the hospital). The patient was reminded he needed a source of sugar/glucose near him at all times including his bed stand. His v-go start time has been switched from bedtime to morning. His hcp has reduced his v-go from a v-go 30 to a v-go 20. The patient reported he is to receive a box of v-go 20s today in the mail. This case is serious with a hypoglycemic episode of 23 mg/dl. A possible contributory cause the hcp mentioned was the patient put the full v-go on between 9-11pm and by midnight the patient had hypoglycemia. Other possible contributory causes include the patient was switched to mounjaro in (B)(6) which. His blood glucose level was previously uncontrolled with an a1c of 9% and he is now frequently experiencing hypoglycemia with an a1c of 6.3%. The patient is in contact with his hcp for medical and diabetes management.